Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device, balloon catheter 2af284 with lot number 56361-93, and bin files were returned and analyzed. Data file analysis confirmed system notice 50005, the safety system detected fluid in the catheter and stopped the injection, for the date of the case. Visual inspection of the catheter showed blood inside the balloons. Smart chip verification indicated the catheter was used for six injections. Dissection and pressure testing showed a guide wire lumen kink at 1.56 inches proximal from the tip. In conclusion, the reported system notice 50005, has been confirmed through testing. The catheter failed the inspection due to a guide wire lumen kink and breach. (B)(4).

Event description:
It was reported that during a cryoablation procedure, a system notice indicating the system detected fluid in the catheter and stopped the injection occurred. The catheter was replaced and the case was completed with cryo. The device subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.